Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular pacing lead was beyond the expected upper range. Concomitant products: dtba1d1 device, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead exhibited high and unstable impedance. The lv lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.